Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of approximately 40 mg/dl. Reportedly, cause was due to overcorrecting for the amount of carbohydrates consumed. Additionally, customer believes low bg was due to activity level. The customer required assistance from parent to treat bg level via glucose tablets and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.